Event description:
It was reported that: "it was reported through the patient, that allegedly, "the patient received a trident ceramic on ceramic hip system. It was further alleged that, "about 1 post-op, the patient began experiencing squeaking and pain in his hip."

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs. No additional information is available at this time. The devices are not available due to the ongoing litigation.